Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 23072 on universal surgical manipulator (usm) 1 kept recurring. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon confirmed that the issue occurred after the patient was administered anesthesia. They were trying to resolve the issue/ error message by restarting the system again and again. The procedure was completed with 3 usms. Ports were placed when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint 1 to resolve repeated error. The system was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the reported failure was confirmed through system logs. Errors 23072 showed up on error log history. Proximal, distal, and shoulder harness will be replaced as a fix. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.